Event description:
The pt reported inaccurately low blood glucose readings with test strips, lot 16040a. Some time within the last month, the pt opened the first bottle from the box and obtained blood glucose readings in the 180 mg/dl range. She felt these readings were accurate and, for this reason, used the remaining portion of the test strips from the bottle. Some time this week, the pt opened the second bottle of test strips from the same box and immediately obtained a blood glucose reading of 6 mg/dl. She felt this reading was inaccurate because she showed no hypoglycemic symptoms when she obtained the low reading. The desiccant is in both bottles. The pt's meter was set to the appropriate code when all tests were performed. With the rep, the pt obtained two back to back blood glucose readings of 3 and 7 mg/dl. Also with the rep, the pt obtained a normal control solution test result of 7 mg/dl versus a normal control solution range of 113-169 mg/dl (sol. Lot vc295, exp. 3/97). The pt shook the control solution before she applied the sample. The control solution was opened this week. Both the blood glucose tests and the normal control solution tests were performed using the second bottle from the box. With the rep, the pt obtained a check strip test result of 78 versus a check strip range of 75-99.